Event description:
It was reported that during a sigmoid resection procedure, after the bowel resection, the surgeon observed the staple line and the staples were malformed on the distal side of the staple line. She oversewed with suture to reinforce the staple line. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.